Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 64 mg/dl at the time of the incident. The customer was over 300 mg/dl at the time of the call. The customer was given food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer also had a high of 500 mg/dl which they treated by manual injection. The insulin pump will not be returned for analysis.